Event description:
Cs29 anvil in proximal bowel, secured with purse string. Cs29 cartridge introduced transanally to distal stapled stump. Trocar in cartridge advanced through staple line. Anvil reconnected to cartridge. Closed to upper end of range. Surgeon pressed firing button. Lcd panel displayed "firing seqence failed". Attempted to open cartridge, then displayed use manual release. Manual release placed on fs and slightly opened. Cartridge and anvil removed trans anal. Donuts appeared to be complete, with a 5mm piece of what appeared to be serosa on distal donut. Doc did air test and entire anastamosis fell apart. Visible mal-formed staples in anastamosis. Failed anastamosis cut out and surgeon proceeded to redo anastamosis with a competitive device.